Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2022).

Event description:
It was reported that prior to a procedure, the catheter of the device was allegedly found out to be bent. It was further reported that the dilator had a tear. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one flushing connector loaded onto one catheter, one introducer needle, one straight non-coring needle, one right-angle non-coring needle, one vein pick, two catheter locks, one syringe, one guidewire in a guidewire hoop, one 8fr introducer peel-apart sheath and vessel dilator, and one tunneler were returned for evaluation. Visual and microscopic visual evaluation were performed on the returned device. The investigation is confirmed for the reported deformation issue as deformation, bunching were noted to the distal tip of the vessel dilator. However, the investigation is inconclusive for the reported defective device as the exact circumstances at the time of opening the package is unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a procedure, the catheter of the device was allegedly found out to be bent. It was further reported that the dilator had a tear. There was no patient contact.